Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the highly tortuous left common femoral artery using the pre-close technique via a 6f sheath hole prior to a non-abbott device procedure. One prostyle suture was successfully pre-placed. Reportedly, a second prostyle was attempted; however, resistance was met while advancing the device over the guidewire and the device would not advance any further to its target location. Upon device removal, the proximal sheath was found bent. A proglide was then attempted; however, it was also met with resistance during advancement over the guidewire and could not be fully advanced to its target location. The proximal sheath was also found bent upon removal. Manual compression was used to achieve hemostasis. The access site was abandoned and the procedure was completed via the right common femoral artery. 2 prostyle devices were successfully used to achieve hemostasis on the right side. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.